Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a shorted capacitor c218 on the distribution node pca. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a (B)(6) patient's electrode belt and reported that it was causing a service code 204 (belt/monitor unusable).